Event description:
It was reported the implant procedure to place the implantable neurostimulator (ins), the patient experienced one clinical seizure that lasted for approximately 30 seconds. Specifically, the surgical notes noted that seizure at 9:13:31 on (B)(6) 2012 with patient reported as tonic with left hand posturing. At 9:16:06, a response to the patient¿s face was then reported. The surgeon then continued on with the placement of the ins. Following the procedure, the patient was reported to have tolerated the procedure well and was transferred to the recovery room in satisfactory condition. See manufacture¿s report #3004209178-2013-07295 for subsequent seizure issue.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).